Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken, noting a portion of the spike body which includes the connector was not returned. There was no visible damage or defect identified on the returned piece that would have led to the breakage. A device history review was performed for lot 2406209, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force, no issues related to this incident were identified. Three retained samples of the reported lot were used for additional evaluation. The products were inspected, no damage was observed on any of the devices that could lead to breakage and the product functioned as intended. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. It was determined the spike likely broke the force exerted on the device. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
This is a complaint about c180j broke during use. It was reported that when the customer inserted c180j into 500ml of saline and when they tried to connect the injector, c180j broke. No patient harm. It seems that the spike has cracks and has broken.

Event description:
This is a complaint about c180j broke during use. It was reported that when the customer inserted c180j into 500ml of saline and when they tried to connect the injector, c180j broke. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.